Event description:
Customer states blood glucose device gave a result of 501mg/dl. Emergency medical technicians were called and the customer was taken to the hospital. 20 - 45 minutes later a lab was done and the result was in the 800's. The customer was given insulin.